Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unit has been recalibrated, replaced and re-adjusted pressure adjusters also replaced damaged guide line functional tests and electrical safety tests to iec60601-1-2007 completed. Visual checks - all ok functional checks - all ok pressure tests pump reference pressure: (50 'h20x10 +/- 2.5) - 48 'h20x10 pump reference pressure: (75 'h20x10 +/- 3.7) - 74.3 'h20x10 pump reference pressure: (100 'h20x10 +/- 5) - 99 'h20x10 pump reference pressure: (125 'h20x10 +/- 6.2) -123.6 'h20x10 pressure security test check low pressure led - pass check high pressure alarm (490 mbar +/- 5 mbar) - pass check high pressure alarm (570 mbar +/- 5 mbar) - pass pressure transducers leak test (140 on screen) - pass cannula flow test without foot pedal (100ml +/- 50ml) - 110 ml/min cannula min (200ml +/- 50ml) - 220 ml/min cannula low (300ml +/- 75ml) - 310 ml/min cannula med (500ml +/- 75ml) - 520 ml/min cannula high (600ml +/- 75ml) - 580 ml/min shaver flow test shaver min (200ml +/- 50ml) - 220 ml/min shaver low (400ml +/- 75ml) - 410 ml/min shaver med (600ml +/- 75ml) - 580 ml/min shaver high (800ml +/- 75ml) - 780 ml/min foot pedal - all tests passed all tests completed and within manufacturer specification. This device was produced prior to the closure of the fms facility in nice, (B)(6) and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Pressure issues: increasing too much pressure.